Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device displayed "defib fault 76" and "defib disabled" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the device will not be sent in for evaluation and will be replaced. The claim will be closed as no product returned and will be reopened if the product is received.